Manufacturer narrative:
The patient was trying several styles and brands of catheters and did not specify which device may have caused or contributed to the reported problem. The distributor reported they sent cure medical's t14 and ultra14 and bard's roc51614. This report is being submitted considering the ultra14 as the suspect device. The t14 is submitted as the suspect device on a separate report. The patient did not record suspect lot numbers or other UDI information and no devices were returned for evaluation.

Event description:
Patient reported sample catheters she trialed caused her an infection. The patient reported no trauma or injury and noticed no defects in the products. She took ciproflaxin as prescribed by her doctor for 7 days but the infection remained so he prescribed leviquin for another 7 days and the infection cleared.